Event description:
Report received of option lock loosening from lav connection. Report states that the pt was receiving tpn, lipids, and a morphine drip via IV tubing to male adapter plug to central line experienced leaking at the connection. The leaking was a small amount but enough that the dressing of the central line became saturated and required add'l nursing visits for dressing changes. No pt harm reported.